Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic low interior resection, the surgeon fired the 29 milliliter powered circular stapler in low anterior resection. The stapler fired successfully. Immediately after the surgeon fired the stapler, he went to flip the back red safety to reengage, and it would not move forward to reengage. At this time, the orange bar was in the green scale. The tissue donuts were completed. The surgeon did a flexible sigmoidoscopy, which also looked good to the surgeon. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2022. D4: batch # 265a69. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When a test battery was inserted the green checkmark was illuminated indicating that the device achieved a full firing stroke. The device was reset, reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.